Manufacturer narrative:
(B)(6). Complaint sample was evaluated and the reported event was confirmed. The product was returned and examination of the returned part determined that returned tasp exhibits signs of repeated use (nicked or gouged) and has post feature fractured off. Device history record was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to the fractured tasp component in this complaint was manufactured before a design modification. The root cause is considered to be design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the provisional was fractured during disassembly in decontamination. No patient impact was reported.